Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and presented to hospital for an implantable pulse generator (ipg) system removal. The ipg system was removed. No further patient complications have been reported as a result of this event.